Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not availabe for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to 1st of 2 devices that failed during the same procedure. Reference manufacturer report # 3005099803-2008-07316 for additional details. It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2008. According to the complainant, during the procedure, "the tip would not bend so they pulled it out". They opened another device and "saw that tip was deformed". Procedure was completed with another of the same jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".